Event description:
Update additional information received: there was a less than 30 minute surgery delay

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Deflection product during implementation. To procedure completed physician used another one product the same type. No consequences for the patient reported.

Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.